Event description:
It was reported when the device was used in an unk procedure, there were no staples present in the original cartridge. Another device was used to complete the case. There was no pt consequence.